Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that synergy cranial 2.2.6 became unresponsive while editing the registration 3d model in a cranial procedure. After registration, attempted to remove scatter from around the model. When exiting the 3d model building utility, there was a prompt with a message that the current registration would be lost if changes were saved. Selected cancel, the mouse and the software became unresponsive. Following a re-boot, they were able to re-launch the application and continue the procedure normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Software investigation not completed at time of this report.